Event description:
It was found that the track frame assembly was damaged which could cause the stair chair to be unstable. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.